Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects stroke, visual disturbances and restenosis are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent xact stenting in the right internal carotid artery with two xact stents. On (B)(6) 2011, the patient underwent a right internal carotid artery angioplasty with filter placement for a 90% in-stent restenosis. The patient was discharged one day after the procedure on (B)(6) 2011. On (B)(6) 2011, the patient reported that he could only see from half the left eye. CT angiogram of the brain showed no evidence for stroke. The cause was thought to be atheroembolization to left opthalmic artery which occurred during the index procedure due to manipulation of the aorta at the time of the right carotid stenting procedure. There was no treatment given. At the patient's 30 day follow up visit, the patient reported that the visual symptoms had improved greatly but not completely. Though requested, there was no additional information provided.